Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date; the hyperglycemia began several hours after a supply change was completed. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. A cartridge change was completed on the day of the event, but the infusion set was not replaced. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended and this hyperglycemic event was likely caused by a failed infusion set. The fact that the ketone action plan was not followed and the infusion set was not replaced at the first sign of prolonged hyperglycemia contributed to the severity of the event.

Event description:
On 6/4/24 an ilet user reported being sick with high blood glucose (bg) levels and feeling nauseous. The user removed the infusion set site and there was no visible damage. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user's bg was currently reading high, and they planned to do a 9-unit manual injection and disconnect from the ilet for 2 hours. The user had changed supplies two days ago and again that morning. The user reported receiving a high bg alarm, but no occlusion alarms. The user's bg levels had been high for 4 hours and had not tested for ketones. The user, who has gastroparesis, was currently vomiting and considering going to the emergency room. On 06/12/24 a beta bionics customer care agent followed-up with the user about the event. The user confirmed an emergency room visit and several missed workdays. The user was not admitted to the hospital and was released the same day but felt sick from ketones for days. The user did not report what treatment was received in the ER. The user experienced uncontrollable vomiting, dizziness, and disorientation.